Event description:
Boston scientific received information that this left ventricular lead (model and serial number unknown) became fractured. A revision procedure was performed; the lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.